Manufacturer narrative:
The pt's veneers were recemented with a different lot of nexus 2 without incident. The pt is doing fine. No evaluation was performed: the doctor did not provide any info on the specific shade of base/catalyst allegedly involved, therefore, evaluation of retain samples could not be conducted. Additionally, he did not return any suspected product to kerr corporation for evaluation. This is the second MDR report of the two incidents reported.

Event description:
In 2007, a dr alleged that approx six veneers placed in two pts using nexus 2 had fallen off.